Manufacturer narrative:
The implants were not made available for review as they remain in-situ; however review of the x-rays provided confirms the two l4 set screws and the left l3 set screw have migrated and disassociated from the construct. The surgeon will continue to monitor the patient for any indication prompting additional treatment. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A patient underwent spinal surgery on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system from levels t8-l4. Lateral and ap x-rays revealed both l4 set screws and the left l3 set screw migrated in the postoperative period.